Event description:
Facility alleges blood leak during dialysis. Leak reportedly came from header cap, approx. Two hrs into treatment. Dialyzer use #20. No further medical intervention required. Ebl approx 300cc.